Event description:
A girl was observed with clinical symptoms of hypothyroidism on an unk date. The pt has been on peritoneal dialysis since birth with multiple congenital organ failure. The doctor had concluded that this event occurred dur to iodine contained in the minicap. The peritoneal dialysis treatment is being contained with caution (reduced from 4 cycles to 3 cycles of 200 ml) and additional flushing of the device. Symptoms have lowered because of substitution therapy, levotiroksin (eutrhyrox, merck): 25 mcg per day, after which the child's condition has shown clinical improvemtn, but laboratory results showed increased tsh. Relevant tests performed were t3 serum levels (0.39 nmol/l). T4 serum levels (<12.9 nmol/l). And tsh serum levels (>75 mlu/l). Because of because of combined asd and vsd (septal defects of interventricular septum), the child receives amiodaron for arrhythmia what was ended at 24th of february. Amiodarone contains iodine was well.